Event description:
The subject ICD was implanted on (B)(6) 2012. Reportedly, on (B)(6) 2018, the defibrillation system was explanted due to an infection (sepsis).

Event description:
The subject ICD was implanted on (B)(6) 2012. Reportedly, on (B)(6) 2018, the defibrillation system was explanted due to an infection (sepsis).

Event description:
The subject ICD was implanted on (B)(6) 2012. Reportedly, on (B)(6) 2018, the defibrillation system was explanted due to an infection (sepsis).